Manufacturer narrative:
(B)(4). Method: only one of the two complaint rt236 infant breathing circuits was returned to fisher & paykel healthcare in (B)(4) for evaluation. The circuit was visually inspected and pressure tested. Results: visual inspection revealed that the returned swivel wye was cracked. The pressure test identified that the circuit was not performing within specification. A lot check revealed no other complaints of this nature for lot number 130826. Conclusion: based on the inspection conducted, it is likely that the returned breathing circuit may have been subjected to a physical force sufficient enough to damage the swivel wye. All rt236 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. This suggests that the swivel assembly was damaged after it the subject breathing circuit was released for distribution. Our user instructions that accompany the rt236 infant dual heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the swivel wye in two rt236 infant breathing circuit was found to be cracked. No patient consequence was reported.